Manufacturer narrative:
No customer product sample available for investigation. Lot number provided so a DHR review was conducted. Records were found to be complete and accurate. No other reports received for this type of complaint over the last 3 years. The root cause of the reported event could not be determined. Causation could not be established between the hollister urethral catheter and the reported black urine.

Event description:
It was reported that an end user experienced several episodes where his catheterized urine would look dark grey, almost black in color as seen in the collection bag of the hollister vapro plus pocket intermittent hydrophilic catheter product. It was reported that this would happen during a catheterization and then the next catheterization, the urine would go back to normal again (light yellow without cloudiness). It was reported that the end user went to urgent care and was told it was not a hollister issue but rather a medical matter of on again off again internal bleeding, despite not experiencing any pain, discomfort or any other physical symptoms. It was further reported that the end user was prescribed antibiotics. It was reported that the end user will make an appointment to see his doctor.